Manufacturer narrative:
A f/u medwatch report will be submitted upon completion of our investigation.

Event description:
It was reported following a percutaneous coronary intervention (pci), a 6f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with no calcification. After the device cap had been pulled into the rear lock position and while the physician was withdrawing the device/sheath assembly, the suture broke. Hemostasis seemed to be achieved with no complication. A few hours later, a retroperitoneal bleed was observed via echogram. The puncture site was compressed, however, it is unk if manual compression or a compression device was to control the retroperitoneal bleed. The patient is reported to be recovering and no other info was available at this time.